Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. The physician placed a non-bsc guide wire across the lesion. The 1.5mm x 20mm x 142cm coyote balloon catheter was then selected and advanced to the lesion. During the first inflation the coyote balloon ruptured at 6atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR: the balloon was tightly folded, with no indication of positive (inflation) pressure. Magnified inspection of the balloon revealed no damage or irregularities. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a tear in the outer shaft 14.5cm from the tip. The length of the tear was 2mm . Functional testing confirmed that the tear in the outer shaft prevented balloon inflation. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. The physician placed a non-bsc guide wire across the lesion. The 1.5mm x 20mm x 142cm coyote balloon catheter was then selected and advanced to the lesion. During the first inflation the coyote balloon ruptured at 6atms. The device was removed intact and the procedure was completed with another device. No patient complications were reported and the patient's status is stable.